Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the grip was shaved, the air/water and suction cylinders had not color, the switch flexible printed circuit board was corroded due to water leakage, the base plate had corrosion due to water leakage, water tightness was lost due to deformation of the scope cover unit, the plug unit was cracked, the cable unit had corrosion due to water leakage, the circuit board unit in the scope connector was corroded due to water leakage, the label on the scope connector was peeled, the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, the image guide protector was shaved, the objective lens was shaved, the light guide lens was cracked, the bending section cover adhesive was cracked, the connecting tube was deformed, the universal cord was deformed, and third party repair had been done on the bending section cover adhesive, connecting tube and universal cord. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had been repaired by third parties and had non-original spare parts. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material in the air/water tube and cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water tube could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the scope connector cover unit, it is likely that the device reprocessing could not properly be performed/completed. The event may be detected/prevented by following the instructions for use sections below: gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. Gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.